Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implanted neurostimulator or controller since last week or over a week. Patient stated they are getting rm03 message. Agent asked patient to connect with controller and controller showed no device found message. Agent asked patient to plug controller to outlet and green light is flashing. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger or controller port. Agent asked patient to start a charging the implanted neurostimulator and controller shows passive recharge screens. Patient mentioned the paddle near cord area is very warm and they are getting system problem rm03. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light blinking. Agent reviewed the meaning and process for passive recharge process. The issue was not resolved. An email was sent to the repair department to replace the rtm device.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.